Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development of bioprosthetic tissue calcification, the underline mechanism is not fully understood. As the device was not returned for evaluation, the root cause for the calcification, stenosis, regurgitation, and leaflet immobility cannot be conclusively determined. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm pericardial mitral valve was disabled after an implant duration of eleven (11) years, one (1) month, and twenty eight (28) days due to severe stenosis, mitral insufficiency, calcification, and leaflet immobility. Per obtained medical records, the patient presented with shortness of breath and was found to be tachycardic. He was admitted for acute decompensated heart failure. The patient was found to have critical mitral stenosis (0.4cm2 and mg 12mmhg). He was not deemed a surgical candidate and had recurrent symptoms of acute on chronic decompensated heart failure. It was decided to proceed with transcatheter mitral valve-in-valve replacement. The 26 mm transcatheter heart valve was successfully implanted. Echocardiography revealed a normally functioning valve with a low gradient and trace paravalvular leak. The patient tolerated the procedure well. The patient was extubated at the end of the procedure and transferred in stable condition to the cardiac recovery unit. The patient was discharged in improved condition on post-operative day ten (10).